Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version: 2.1.0 g2: foreign country - germany h2/h6: the software analysis was complete. There was insufficient information to determine whether a software anomaly contributed to the cause of the issue. Codes b01, c19, and d15 apply *this was initially reported on time in the related report as a concomitant product. This report is separating the instrument to be reported with the correct 510(k) number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the registration was on the wrong side. The health care professional (hcp) did the registration 3 times. First, the dots of the trace pattern were shown on the left side of the 3-d model. Second, the manufacturer representative (rep) turned on patient reference frame and they had an inaccuracy of 4.4 mm. Third, the registration appeared again on the wrong side of the head on a 3-d model. The hcp traced up and down and left to right and the system showed the dots on the front of the forehead where they were supposed to be. The inaccuracy was still at 1.7 mm. Verifying the registration on specific landmarks of the patient and they were still off by at least 5 mm. The site continued the procedure without navigation. There was no delay to the case. No reported impact to the patient.